Manufacturer narrative:
H6: patient code (B)(4) also applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that at the patient's post-op appointment, they said that all the stimulation is being felt in her abdomen. The patient describes the sensation as cramping and discomforting. Additionally, impedances on electrode 7 were out of range and > 40,000. The patient's daughter reported the patient recently moved and has been doing excessive bending and lifting since her implant. The patient denied any falls. Impedances were assessed and electrode 7 was out of range. The rep attempted to program all electrodes, but unfortunately all stimulation was being felt in the patient's abdomen, mostly on the left side. The hcp was going to order a thoracic x-ray to confirm lead placement, but the results were not yet available. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4) implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-rays showed the leads did indeed migrate slightly, but the hcp felt the patients worsening scoliosis was the primary cause. The cause of the high impedances was not determined. The intervention discussed with the patient was to remove the leads and place a paddle lead due to the patients scoliosis. At this time the patient is unable to use her ins. No further complications were reported.